Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. Additional information may be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
The product was not returned for evaluation, so the reported events, noise and sparks, could not be confirmed in this case.

Event description:
The castvac w/8 foot hose and mobile stand was returned to stryker instruments for evaluation due to allegedly overheating during a procedure. It was reported that sparks were seen and a burning smell was observed. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
The castvac w/8 foot hose and mobile stand was returned to stryker instruments for evaluation due to allegedly overheating during a procedure. It was reported that sparks were seen and a burning smell was observed. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.